Manufacturer narrative:
Date of event: only event year is known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, during the first use of the tfna loan set it was noticed that the tfna connection screw threads were damaged. Another set had to be opened for the procedure. The procedure was completed successfully. There was no impact to the patient. This report involves one (1) helical blade/screw coupling screw. This is report 1 of 1 for (B)(4).